Event description:
Pt states that pump gave low battery alarm then proceeded to lose all memory. Pt replaced battery and reprogrammed only for pump to repeat malfunction. This required no physician or hospital intervention. Insulin injections were administered at home.